Event description:
It was reported that there was a programming error that resulted in an adverse patient event. There were 2 lvps attached to the pcu at the time of the incident. Channel "a" (s/n (B)(6)) was infusing syntocinon (30 units in 500ml ns) and channel "b" (s/n (B)(6)) was infusing 0.9% normal saline. Per the reporter, the event was an "operator error." Normal saline was programmed at the ordered syntocinon rate and syntocinon programmed at the ordered normal saline rate. The specific rates of each drug were not provided. As a result of the event, the obstetric team was called and the patient was prepared for an emergency caesarean (cat 1 lscs.) Although requested, there was no additional event or patient information provided.

Manufacturer narrative:
The customer¿s stated issue of programming error was confirmed through a review of the device logs. Inspection: an internal and external inspection were performed on the pump module sn: 15881072. The mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. Log analysis results: results from a review of the pcu error log shows no malfunctions on the reported event date and time. The log review confirmed a programming error that would explain the report of programming error. Channel a, sn: (B)(6) was received with a customer label attached that read: a, syntocinon infusion 30u/s in 500ml saline. However, the pump module was programmed to infuse at a rate of 167 ml/h and was then increased to 500ml/h. A total calculated volume of 68.187 ml was infused on channel a. Channel b, sn: 15881072 was received with a customer label attached that read: b, hartmanns 100ml. This channel was programmed to infuse drug ID 103 (oxytocin) at a rate of 1 ml/h. The reported drug ¿syntocinon¿ in use is listed as drug ¿oxytocin¿ in the customers dataset. A total calculated volume of 0.16 ml was infused on channel b. Functional testing consisting of rate accuracy testing performed on both source pump modules found the devices operating in specification. The root cause of the customer¿s complaint was identified due to programming. Device history review: a review of the device history record showed the device had a manufacture date of 05/06/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no additional patient information provided.

Event description:
It was reported that there was a programming error that resulted in an adverse patient event. There were 2 lvps attached at the pcu at the time of the event. Channel "a" was infusing syntocinon and channel "b" was infusing normal saline. Per the reporter, the event was an "operator error." Normal saline was programmed at the ordered syntocinon rate and syntocinon programmed at the ordered normal saline rate. There was no additional information provided at this time.

Event description:
It was reported that there was a programming error that resulted in an adverse patient event. There were 2 lvps attached to the pcu at the time of the incident. Channel "a" (s/n: (B)(6) was infusing syntocinon (30 units in 500ml ns) and channel "b" (s/n: (B)(6) was infusing 0.9% normal saline. Per the reporter, the event was an "operator error." Normal saline was programmed at the ordered syntocinon rate and syntocinon programmed at the ordered normal saline rate. The specific rates of each drug were not provided. As a result of the event, the obstetric team was called and the patient was prepared for an emergency caesarean (cat 1 lscs.) Although requested, there was no additional event or patient information provided.